Event description:
It was reported that when using the bd pyxis¿ medbank tower, the station had a discrepancy issue. The item was last restocked in bin 11 and 12, and a discrepancy was detected when issuing the item. The customer requested a review of the logs for transactions or any access to the cubie that was not showing in the mql transactions. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a discrepancy investigation. A technical support specialist reported that the missed transaction dated (B)(6) 2026 had been confirmed for user f08 and noted that the transaction had remained on the countback screen for approximately two and a half hours during the issue, until the system rebooted and exited the screen at zero four hundred hours. This information was communicated to the customer, and it was identified as being related to feature 53745. The system functioned as intended after the technical support specialist inspected the issue.